Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
(B)(4).

Event description:
The representative indicated during intra-operative procedure that there was blood at the distal end of the lead, and he wanted to know if that would compromise the lead. The representative also indicated that he can only get response on electrode 3. It was assure that blood inside the lead in itself was not an issue; however, it begs the question of potential lead damage since blood somehow got inside. Rep stated health care provider (hcp) would use another lead, and he would send the lead in for analysis. There was no symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stim bowel dysfunction/sacral nerve stim fecal incontinence gastrointestinal/ pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the (tined lead) (va0yafx) revealed suspected body fluid in the lead no performance impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.